Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA (B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that blood leakage of an undefined amount, was detected at the gas outlet. No reported pt effect. Treatment was not delayed. The device was used for approx two hours. (B)(4).